Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints from the lot. All available information was investigated and the reported migration and single leaflet device attachment (slda) per the physician is related to the patient conditions (thin and friable leaflets). Unspecified tissue injury (torn leaflets) appears to be related to the slda. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Surgical procedure and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment (slda), partial clip movement and tissue injury requiring surgical intervention. It was reported that on (B)(6) 2022, a mitraclip procedure was performed for a mixed mitral regurgitation grade 4 with flail and thin and friable leaflets. An ntw clip was positioned on a2/p2, and leaflet insertion was confirmed in all views. Post deployment, echocardiographer confirmed that the clip had detached from the anterior leaflet and remained partially attached to the tip of the posterior leaflet. The physician reported torn leaflets. The procedure was aborted, and the patient underwent immediate valve replacement. According to the physician the single leaflet device attachment was due to the patient¿s anatomy. The patient is stable and currently recovering. No clinically significant delay. No additional information was provided.